Event description:
Customer indicated an assembly problem with the implant and cover screw. Clinician completed the procedure with another implant.

Manufacturer narrative:
The returned products were inspected. We did not find that any problem with the coverscrew. However, the inspection of the returned int510 implant revealed the lack of internal threading. This condition would've prevented the cover screw from properly engaging the implant as the complainant described. Corrective actions are being implemented to address the issue with this lot and to prevent recurrence.